Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the home patient's (hp) nurse who stated she was not aware of the patient having problems with priming the machine; the nurse stated the patient does pretty well with his therapy. The nurse stated this patient is very careful and cautious with his set up. The nurse stated the patient has not alleged any issues or defects with his therapy products, the nurse confirmed this patient has not reported any adverse symptoms and infections. The nurse confirmed proper priming procedures would be reviewed with the patient as a precaution.

Event description:
A patient contacted global technical services (gts) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. Gts had the patient close and open the transfer set, and check the patient line. The patient stated the clamp on the patient line was closed. Gts asked if the patient had the clamp closed before or after priming. The patient stated they think it was closed during priming. The patient stated there was air in both extension lines. Gts had the patient cycle power. Gts helped the patient end therapy and instructed the patient discard the supplies and start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a closed clamp on the patient line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.